Manufacturer narrative:
Continuation of concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 13-feb-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) via a company representative regarding a patient receiving fentanyl (1,000 mcg/ml at minimum rate: 0.3 mcg/hr 6.7 mcg/day) via an implanted pump. The patient¿s medical history included chronic lower back pain. The indication for pump use was non-malignant pain. On (B)(6) 2019 it was reported that the patient stopped having relief from the therapy around (B)(6) 2018. A revision was completed on (B)(6) 2018 due to catheter migration. The patient seemed to be fine after the revision on (B)(6) 2018; however, the patient then fell in (B)(6) 2018 and she had not been getting therapy ever since. A CT was ordered and completed by her managing physician because of the patient¿s fall and also because the medication started to pool under the skin next to the spine (there was a lump). Per the patient, the managing physician had explained that the catheter had moved since the fall and he said he would send her back for another revision. However, at this time, the patient stated that she would like to explant the device because she didn¿t trust the device would work with another revision. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be ¿patient fall¿. The pump was set to minimum rate until the explant was scheduled. The explant was planned, but not yet scheduled as the patient had to receive cardiac clearance. The issue was not resolved at the time of report. The patient status was reported as ¿alive ¿ no injury¿. It was indicated that the hcp had no further information to provide regarding the event. No further complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that the patient¿s pain pump device was explanted on (B)(6) 2019. Additional information received on (B)(6) 2019 reported that both the pump and catheter had been explanted. No further complications were reported/anticipated.